Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that per a rn at the hospital, the patient¿s CT scan was ¿normal¿. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor's nurse via the rep. It was reported the patient was having pain over the ins site when the patient presses on it. The pain was described as sharp shooting pain. The rep reported they would be meeting with the patient on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2018, the patient contacted their doctor reporting a fever and drainage from the incision site located at the patient's spine. On (B)(6) 2018, the patient saw their doctor. The site had some swelling but no redness. They did not have a fever at that time and there was no drainage noted however, a small opening to the incision was observed. The opening was swabbed to obtain a culture and the incision site was re-dressed with a clear tegaderm dressing. The patient was placed on oral antibiotics and sent home. It was noted that some time after the (B)(6) appointment, the patient's spouse removed the tegaderm dressing, peeled off the dermabond and pushed on the incision site. They saw a cloudy drainage come from the incision site but it was minimal. The doctor was sent a photo. On (B)(6) 2018, the patient was seen again. The culture came back (B)(6) for a bacterial infection, (B)(6) so the doctor prescribed clindamycin since the culture indicated the patient had a sensitivity to the previous antibiotic. The incision site, however, looked to be completely closed, "noredness", minimal puffiness to both sides of the incision, and no additional drainage. The patient was reporting to feel great, did not have pain and did not have a fever. The patient was also sent to have a CT scan to determine if the infection had tracked internally. It was noted the patient was going to text their doctor updates daily and notify the doctor if they were to develop symptoms of weakness or increased pain in their lower extremities. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. It was reported the patient did not show up for the (B)(6) 2018 appointment but they did report that they no longer had the sharp shooting pain. No further information was provided. No further complications were reported or anticipated.